Event description:
It was reported improved seidinger PICC catheterization was performed on the right upper limb under ultrasonic guidance on (B)(6) 2022, and 7 times of intravenous chemotherapy via PICC catheter have been completed. During outpatient maintenance of the PICC catheter today, it was found that there were two leakage of the catheter, not in the in vitro joint, but in the venous blood duct of the head, with small holes at 34cm and 35cm respectively on the scale of the catheter. Replace the central venous catheter with the same brand and batch number immediately and use the normal cannula.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.